Event description:
It was reported that vessel perforation occurred and the patient died. The de novo target lesion was located in the calcified left anterior descending artery. A 16x2.50mm (B)(4) drug-eluting stent was deployed for treatment. However, during post-dilatation with a non-boston scientific balloon, the coronary artery ruptured due to calcification and the patient expired.